Event description:
It was reported that during a thoracic procedure, the cartridge reload popped out of the device. The surgeon had to use an endo pouch to retrieve the cartridge from the patient's chest. Another device was used to complete the case with no patient consequence. One device and cartridge to be returned for analysis.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary. The analysis found that one ec60 device was returned in good visual condition and with a cartridge reload loaded on the device. The cartridge was received fully fired. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the cartridge was loaded and did not fell out during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.